Event description:
It was reported that bd q-syte closed luer access device was cracked and leaked. The following information was provided by the initial reporter, translated from french to english: I would like to inform you of an incident which occurred on (B)(6) 2025. Incident: a leakage was observed in the valve during ivc administration of the antibiotic ¿axepim¿ by the nurse = crack observed. Immediate action: change of two-way valve and line. Apparent immediate consequences: for the patient: unquantifiable loss of the antibiotic treatment prescribed - potential risks of embolism, infection and others. For professionals: work overload - event management. For the hospital: economic cost due to the need for additional devices and other potential consequences on patient care.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a leak from the q-syte connector was confirmed; however, the root cause could not be determined from the returned sample. One q-syte connector was provided for investigation. A functional test revealed a leak from the connector. A microscopic examination revealed a column tear in the septum. As the device has been opened and used, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.